Manufacturer narrative:
Product has been discarded; therefore, not returned to 3m for analysis. 3m¿ is unable to verify the leak, identify exact location and root cause without the sample. Based on the problem description, this was likely caused by a solvent bond leak. Larger od tubing corrective action implemented september 7, 2020. This lot was manufactured prior to implementation of corrective action. 3m¿ will continue to monitor.

Event description:
A hospital alleged 3m¿ ranger¿ high flow disposable set, model 24355 leaked during use. No injury was reported.